Event description:
It was reported that the event occurred when the pump was turned "on" and they had no power supply. All connectors and the central processing unit (cpu) board were checked. The intra-aortic balloon (iab) was inserted through the sheath via the left femoral artery with no issues. As a result, the pump was switched for another pump successfully. There was a 15 minute delay or interruption in therapy noted. No report of pt death, complication or injury. The pt outcome is the pt cured well.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.